Event description:
Pt. Implanted with bovine collagen in malar-labial folds of left cheek/chin region. Within 6 weeks developed erythema, swelling, induration, lumpiness and beading at treatment sites. Intralesional steroids administered for treatment.